Event description:
Meter was "reading too high". The customer care representative performed troubleshooting and the unit of measure was mg/dl and was presumed mmol/l. The unit of measure was changed and the readings were between 17 mmol/land 22mmol/l. A medical professional was contacted for advice. The reading on their unknown meter was 14mmol/l. No treatment was given. No symptoms of high or low blood glucose. The patient then said the meter would not count down while on the phone. Based on the information obtained from the patient there is indication the product malfunctioned (count down), however, no indication the event meets the criteria for a serious injury. High-readings over time, relatively high at doctor's office, no symptoms, no treatment given, no action taken by the patient following use of the meter. No control solution. The meter and test strips were replaced and return expected.